Event description:
It was reported that there was a discrepancy between ocos and stella regarding lens size selection. There was no patient involvement. The error was noted prior to a lens being ordered.

Manufacturer narrative:
The investigation included a review of the released stella 1.0 software version, configuration and calculation logic, design and validation records, and analysis of system behavior using representative inputs (investigation type 4111). Investigation identified a rounding logic difference in the stella calculator white-to-white input field, where values with a non-zero hundredths digit are rounded to 0.0 or 0.5 increments. This rounding behavior can result in selection of an alternate recommended size lens when white-to-white measurements fall within defined transition ranges between available sizes. Any resulting differences in vault are limited to the incremental differences between adjacent available sizes. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016. Claim#: (B)(4).